Event description:
It was reported that the customer experienced several issues with their device, including an unresponsive touchscreen. There was no adverse impact to the customer's blood glucose level. The customer declined further follow-up from technical support, and no additional corrective actions were documented.